Event description:
It was reported that the customer experienced a blood glucose (bg) level of 396-397 mg/dl with ketone levels of 7-8 mg/dl; cause was not known. Customer administered a manual injection to address bg level. The customer voluntarily drove to the hospital, was admitted into the emergency room, subsequently hospitalized, received general assistance, and treated with insulin; method of insulin delivery was not confirmed. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.